Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was intermittently unable to charge despite using multiple usb cables, wall adapters and power sources. Additionally, the battery gauge was observed to be decreasing despite being plugged in and charging. The customer provided a blood glucose of 374 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy, and also had manual injection supplies available.